Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have received a weak battery and bad battery alarms. During troubleshooting, it was found that customer received an unexpected restart alarm. Customer was advised since he received this alarm twice, insulin pump would need to be replaced. No further information provided.